Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified the host pc was not booting up. As a troubleshooting, the engineer resets the power supply and the system got booted up. Again, the system was not booting up intermittently and the engineer replaced the host pc. After replacing host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.